Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No relevant additional information submitted by the customer.

Event description:
It was reported that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, while crushing the stones with the reusable handle and the wire guided lithocrush basket, it gave way and the basket came away from the black sheath. The emergency handle had to be used to safely remove the basket from the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.